Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device, which then led to an abnormality of electrical parts. As a result, the error message was displayed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. While inspecting the device there was evidence of water invasion, however no e315 error code was present. Additionally, the light cover and optical cover glasses were both chipped. The distal end adhesive was failing. The insertion tube had minor damage present. The connector and the biopsy channel were leaking. The angulation mechanics had play present in their movements and were out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer called in to report that her evis lucera elite colonovideoscope needs repair as it began displaying an e315 water ingress error. The customer confirmed that this device did not fail during a procedure.